Event description:
It was reported that shortly after treatment began the pt called to staff "I'm bleeding". Rn went over to find the pt had pulled a cover over the lines from the catheter to machine. When rn pulled the cover back the nurse found a venous line separation. Blood pump and lines were turned off and clamped. No evidence of air embolism. Blood pressure at this time was 81/42. Nss given for hypovolemia. Approx 300-400cc blood loss. Treatment restarted without problem. The pt was discharged stable.